Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a tb safety syringe. The customer states that after the nurse finished the injection on a patient, the safety sheath came off the needle. The safety shield completely detached from the device when an attempt was made to activate the shield. There was no injury as a result of the event.

Manufacturer narrative:
Submit date: 03/29/2013. An investigation is currently underway, upon completion the results will be forwarded.